Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a bacterial peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day of the event and was treated with ceftazidime (intraperitoneal, ongoing, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital thirteen days after the event onset and that the patient's intraperitoneal treatment with ceftazidime was discontinued and oral treatment with ciprofloxacin was started at home. It was reported that the peritonitis event was related with the catheter and that the patient did not clean catheter exit site area. At the time of this report, the patient was recovered from the event of peritonitis. Based on additional information received, the baxter disposable is no longer a suspect product in the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.